Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. Neither the impella device nor the data logs were returned for evaluation. Additionally, clinical details provided were limited to determine the root cause. Therefore, the root cause of the high purge pressure could not be determined. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk cpi states the following: section: using the automated impella controller with the impella rp with smartassist. System catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ added- h6 impact code 4644.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella cp had high purge pressure system blocked alarm. Tissue plasminogen activator protocol started but a decision was made to remove impella in the cath lab. The patient outcome is unknown,